Event description:
A malfunction alarm was reported, displaying code "malf 0," with fault ID [0x277d]. There was no adverse impact to the customer's blood glucose level as it remained stable. Technical support provided the customer with information on how to reset the pump and assisted in carrying out the reset procedure, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they confirmed their understanding.